Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-046365. It was reported the patient experienced overstimulation at the lead site when pressure was applied to the area. It was noted the patient had lost weight. In addition, the patient stated a lump appeared at the lead site. Subsequently, the patient underwent surgical intervention where her entire scs system was explanted.